Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that when they had their new implant placed, seven days later, the patient had a hematoma number 1 and had to have emergency surgery to have the device removed, but they did not remove the lead. They didn't remove the lead because there was a high risk that it could lead to paralysis for the patient so the patient could not have the lead removed because they did not want to be paralyzed. The patient thought it was because the wrong size was put in because the patient couldn't take the other one. The patient reported that they never had pain in their abdomen and hips before the device, but they were still having problems with their hips and pain since the ins was removed. They needed to have an MRI to see what was wrong, but couldn't because of the lead in their body. The patient was redirected to their healthcare provider to determine what was still in their body since records indica te they have had 2 leads, while the patient is only aware of having one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.